Manufacturer narrative:
(B)(4). The investigation for this condition is still in progress. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.

Event description:
During the product evaluation for another report, it was discovered that failure code 881:10 occurred on channel c during testing causing an interruption of delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version for this device is 5.04.00, categorized as unremediated.

Manufacturer narrative:
(B)(4). Based on additional information from the service department at baxter, failure code 881:10 did not interrupt delivery. This report has been determined to not be reportable.